Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heater assembly was not connected to the distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6), dr (B)(6). Out of box failure of heater assembly not connected to distal end of hemopro 2. Not used in patient, used another device to complete. Device to return.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "bent wire.¿ since there was blood and tissue observed to the device it can be concluded that the most probable cause of the damage is during insertion/retraction of the hemopro through the cannula during setup of the device. The IFU states that the harvesting tool should be held approximately 6 inches from the tips and inserted carefully with the jaws closed and ensuring that the tips of the jaw are oriented upwards to prevent damage. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heater assembly was not connected to the distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6). Out of box failure of heater assembly not connected to distal end of hemopro 2. Not used in patient, used another device to complete. Device to returned.